Event description:
The user facility reported that the tr band device involved was defective in the box. The patient was in stable condition and the procedure was a success. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2022: 15cc's of air was instilled in the tr band and the sheath was removed with no issue. Approximately, one (1) hour in the recovery area it was noted that there was minimal air to remove. No active bleeding was noted. Attempts to re-instill air was successful; however, the band seemed to "leak". The tr band was removed, and manual pressure was held. No hematoma was noted.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted, occupation: business manager cath lab. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint cannot be confirmed for air leakage because the sample was not returned for assessment. The exact root cause could not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition.

Event description:
There were no other devices or equipment used with the involved tr band. Hemostasis was achieved by manual pressure.